Event description:
The hospital reported that multiple pts had a procedure up to a year and a half ago. The procedure was coiling aneurysms with matrix coils. The hospital reported that the pts were having headaches right after the implantation. The physician primarily sees pts with proximal aneurysms close to the dura. The physician primarily sees pt with proximal aneurysms close to the dura. The physician later stated that all pts did well post procedure and that there were no complications related to the headaches.

Manufacturer narrative:
The device(s) in question will not be returned for eval because it has been implanted. This event is being reported in excess of caution. The hospital reported headaches following the implantation of the device(s) in question. Headaches are known side effects of these types of procedures. The physician stated that the pts were doing well post procedure and that there were no complications related to the headaches. There was no alleged malfunction on the part of the device(s) in question. Boston scientific cannot conclusively determine the cause of the user's experience. If the device(s) in question is returned and further signficant info is found, an add'l report will follow.